Manufacturer narrative:
(B)(4). Reporter had indicated that product will not be returned. Reported event was confirmed by review of pictures provided. Visual evaluation of the provided pictures shows the device is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was noticed fractured post surgery. Attempt for further information has been made, but no further information has been provided.